Event description:
During a percutaneous transluminal angioplasty (pta) to the left superficial femoral artery, the balloon of the aviator plus (B)(4) ruptured around 3 atm during the inflation using an everest medtronic indeflator. The device was removed from the pt's body and another product (competitor's product) was used and the procedure was completed without any other problems. There was no adverse event and the pt is in stable condition. Access was made from the right femoral artery. The target lesion was crossed with guide wire (thruway, boston scientific, 0.014x300) through 6f guiding catheter (sheath less pv, 55cm, compassed integrations). The target lesion was the left superficial femoral artery (sfa). There was moderate calcification, mild vessel tortuosity, and the rate of stenosis was 90%. This was the initial use of the device. The saline solution and ratio used is unk. The device was prepped according to instruction for use (IFU). There were no problems noted at the time. There was no info provided concerning any problems experienced advancing the device to the target site. There were no problems experienced with the device and other devices. There were no problems experienced removing the device from the pt. There were no anomalies noted when the device was retrieved from the pt. There were no other noted problems. There is no info available concerning any problems experienced with the indeflator.

Manufacturer narrative:
Please note that this product is not available for analysis. During a percutaneous transluminal angioplasty (pta) to the left superficial femoral artery the balloon was reported to have ruptured at 3 atmospheres. The vessel was described as having moderate calcification, mild vessel tortuousity and a 90% stenosis. There was no reported pt injury. Review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. With the limited amount of info available and without the return of the product for analysis or films of the event it is not possible ot draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.